Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Visual examination of the provided pictures identified, that the articular surface shows wear on the proximal mating surface. As the implant was not returned. And additional evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found, no additional related issues for this item. And the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified, the following: initial surgical report: satisfactory balance, some residual lateral laxity in extension was noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified, the following: sizing of the implant is appropriate. Possible polyethylene wear of the medial greater than lateral compartment. No signs of loosening, wear, radiolucency. A definitive root cause cannot be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial knee arthroplasty. Subsequently, the patient was revised approximately 13 years later due to excessive articular surface wear. A poly exchange was performed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 141255 - polished finned tib tray 79mm - 2010111139. 183008 - vanguard cr ilok fem-rt 65 - 957800. 66022663 - palacos r + g (1x40) - 71184260. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.